Event description:
The patient was revised due to pain. Doi: (B)(6) 2008/ dor: (B)(6) 2011.on (B)(6) 2008, initial surgery was done with mom.in (B)(6) 2011, the patient had a pain.x-rays was satisfactory but swelling in the pelvis by CT inspection.

Manufacturer narrative:
Examination of the returned products were unable to confirm the reported pain: however, there were black spots and flakes on the ID of the head. A search of the complaint database did not show any other reports against the product and lot combinations. A review of the device history report did not reveal any anomalies regarding the reported event against the provided product and lot combinations. As400 search found several others form the reported product and lot combinations which were sold and presumed implanted. The investigation could not draw any conclusions about the reported event. Based on the investigation findings, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.